Event description:
It was reported that the patient experienced high and low blood glucose and had 5 hospitalizations while using the insulin pump. Customer confirmed none of these events caused by the insulin pump. On (B)(6) 2014, ER visit for low blood glucose. Customer's blood glucose was 20 mg/dl. On (B)(6) 2014, patient did not have breakfast and had seizure. Patient was unconscious and was given glucagon. Patient's blood glucose was 20 mg/dl. Customer stated that patient was admitted in the ICU and spent 2 nights in the hospital. On (B)(6) 2014, blood glucose was 24 mg/dl and medical staff responded. On (B)(6) 2014, blood glucose went up to 250 mg/dl. Customer stated they change sites every other day and the day after it would be low and next day extremely high. On (B)(6) 2013, another hospitalization due to diabetic ketoacidosis. Customer declined to do troubleshooting for any issues reported. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.